Event description:
It was reported that the patients audiologists called on speaker phone in 2007 to discuss the patient. He had been experiencing sudden increases and decreases in sound with his tempo+speech processor. This has occurred several times since approx three months earlier and has progressively gotten worse and more frequent. All components have been changed out and the problem has persisted. One of the audiologists was going to send the patient file, though new measurements were not conducted at today's visit or since the problem has started. The ra history for the patient was reviewed and it was found that he has both a regular coil and a super strong magnet coil. The patient's audiologist was contacted and asked which is the patient using. He reported that the patient uses both interchangeably. This was pointed out could be a source of changing perception of loudness. However it seems that the problem has happened while the patient has been wearing either coil as well as a coil from the clinic. The patient is not wearing his device fulltime at this point due to extreme and 'painful' loudness fluctuations. The clinic has requested an integrity test.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.